Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient in a wreck on (B)(6) 2020 and her ins moved. She said it was at top of breast and moved to buttocks, four inches above where she sits, and stated it moved to the right and down. The patient called the healthcare provider (hcp) and was redirected to a manufacturer representative to have some tests, however, she never had the tests done. No further complications were reported.